Manufacturer narrative:
The field service engineer discovered clogged cell rinse nozzles. He cleaned the cell rinse nozzles and tubing. He performed an instrument check and qc with acceptable results. Based on the available information, a reagent issue could be excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed precision testing. The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for four patients tested on a cobas 8000 c (701) module. The initial creatinine results were not reported outside the laboratory. The customer performed repeat testing with the samples for confirmation. Patient 1's initial creatinine result was 368.7 umol/l, and the patient's repeat result on a different analyzer was 80 umol/l. The customer determined the repeat result was correct due to the result matching the patient's previous result. Patient 2's initial creatinine result was 299.9 umol/l, and the patient's repeat result was "<100" umol/l and within normal range. Patient 3's initial creatinine result was 202.3 umol/l, and the patient's repeat result was "<100" umol/l and within normal range. Patient 4's initial creatinine result was 386.9 umol/l, and the patient's repeat result was 125.9 umol/l. The creatinine reagent lot number was 533734 with an expiration date requested but not provided.